Event description:
It was reported that dosing on the ilet paused due to loss of continuous glucose monitor (cgm) connectivity after the previous cgm sensor expired and the user did not have an immediate replacement. The user has since inserted a new sensor, which is in warmup, and was advised that automated dosing will resume once connectivity is restored. No reported symptoms or adverse clinical effects. Outcomes included temporary suspension of automated dosing until cgm data become available. Investigation included customer counseling, confirmation of cgm warmup status, and education regarding sensor replacement and system behavior. Investigation of this case revealed that the device functioned as designed by suspending automated dosing in the absence of cgm data, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user circumstance related to cgm availability and not starting a new sensor leading to expected device behavior.